Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed and the root cause was undetermined as the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during drain 1 of 6. The hp did not remember what had happened, but he was connected and the clamp was open. There were no leaks in the setup. The hp would end therapy for the day. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event, but that the patient had been continuing therapy successfully on the homechoice since. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention reported.